Manufacturer narrative:
This report is being filed on an international product, architect hbsag qualitative ii, list number 2g22, that has similar products distributed in the u.s., architect hbsag, list number 1l80 and architect hbsag qualitative, list number 4p53. (B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Event description:
The customer generated (B)(6) results while using the architect hbsag qualitative ii assay on a known (B)(6) patient. The customer received a sample from a female patient (B)(6), the sample was slightly (B)(6) with the private hospital method ((B)(4)). The customer processed the sample with its standard procedures for confirmation, generating the following results: architect hbsag qualitative ii, (B)(6). The patient tested (B)(6) using (B)(6) and vidas biomerieux 0,14 (cut-off 0.010). The patient did not confirm using the hbsag abbott confirmatory. No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. A sensitivity testing protocol was executed using lot 21172lf00; testing met the acceptance criteria and determined the reagent is performing acceptably. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect (B)(6) qualitative ii confirmatory assay, list number 02g22, lot 21172lf00 was identified.